Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic colectomy. According to the reporter: after opening the package. When the surgeon squeezes the handle, clack sound was heard and a piece from the proximal part of the jaw detached. Operating time not extended. Nothing fell into the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.